Event description:
It was reported by the sales rep. That they received an e0113 high laser current (hw) error during the case. The case was completed with an 830e indigo laser. No pt consequence was reported.